Event description:
Same case as:6000089-2007-01339, 6000093-2007-01784, 6000093-2007-01785. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred and post the procedure thrombosis occurred. The patient presented with an acute myocardial infarction. Patient was taking bayaspirin and ticlopidine. A 3.50x16mm taxus express drug eluting stent was placed in the 90% stenosed lesion, located in the mildly calcified, non-tortuous right coronary artery (rca), inflated to 18atm for 10 seconds. The 70-90% stenosed lesion being treated was located in the mildly calcified, moderately tortuous mid, proximal and distal left circumflex (lcx) artery. The lesions were predilated to 14atm (size and manufacturer unknown). The lcx a 3.00x28mm taxus express drug eluting stent was placed in the distal portion, inflated to 16 atm for 5 seconds. A 3.50x28mm taxus express drug eluting stent was placed in the mid portion, inflated to 18atm for 15 seconds. A 3.50x24mm taxus express drug eluting stent was placed in the proximal portion, inflated to 20atm for 10 seconds. There was overlapping of the stents. These stents were post dilated with a 3.x14mm non bsc balloon (distal), 3.50x28 mm taxus balloon (mid), and a 4.0x14 mm non-bcs balloon (proximal). It is noted that the 3.50x24mm taxus stent was placed due to a dissection noted at the proximal side of the 3.50x28 mm taxus stent. Ivus confirmed the stents were well apposed. Plavix was not prescribed. Fourteen days post the initial procedure the patient presented with chest pain. The patient was taken to the cath lab where thrombosis was identified in all four of the previously placed stents. The proximal rca was 25-50% stenosed and the lcs was 100% stenosed. The lcx was aspirated with thrombuster and dilated with a 3.25x13mm non-bsc balloon. A balloon pump was placed and the proximal rca was dilated (balloon size and manufacturer unknown). Patient was taking ticlopidine, aspirin, and heparin at the time of the event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.